Manufacturer narrative:
The customer was able to continue the procedure due to the issue with the instrument only lasting a few seconds and then went back to normal. As of the date of this report, the vessel sealer instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the universal surgical manipulators (usm) 1 and 3 did not have intuitive motion for a short moment. The customer then noted that a vessel sealer instrument on the usm3 had a delay when opening the instrument jaws. The intuitive surgical, inc. (Isi) technical service engineer reviewed the system logs but did not find any errors, then advised the customer to hard power cycle the patient side cart when available. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon said the wrist was moving in different directions then their hands were, that it almost felt like ¿a spring was off or broken.¿ it lasted a few seconds and then went back to normal. The issue did not cause patient injury. The issue was not related to the instrument arm drape and the drape was not available for return.

Manufacturer narrative:
The reported event was addressed with phone support. The customer informed the intuitive surgical, inc. (Isi) field service engineer (fse) that the unintuitive motion was resolved by replacing the vessel sealer extend instrument and then the issues did not return even after multiple procedures performed. The system was working properly and no additional action was required as the issue was resolved. The probable root cause may be attributed to a transient mechanical or connectivity issue involving the instrument or sterile adapter on universal surgical manipulator (usm), which may have temporarily affected intuitive motion and tool responsiveness.

Event description:
Refer to h11 for follow-up information.